Event description:
It was reported the single use mechanical lithotriptor v lithocrush had the wires come completely out of the sheath when we tried to pull the basket out of the duct. It occurred during an unspecified procedure. There was a less than 30 minutes delay, and the same device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and provide a correction to a previously submitted report. Corrected fields: h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The device underwent a visual inspection; however functional tests weren't possible due to missing components not returned along with the sheath. The device was received missing the basket wire pipe which is intact with the basket wire, basket, and distal tip. The sheath was inspected and there are no indications of heavy kinks or excessive bends. The injection port has no signs of cracks or breaks on the connector. A dimensional inspection was not performed as the missing components were not returned along with the sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.